Event description:
The following was reported to hamilton medical ag: ventilator not working (tf: 232029 , 232008) - 'te232029 tinstsensordefect', 'te232008 pambientsensordefect' no health consequences or impact. Patient involvement unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ventilator not working (tf: 232029 , 232008) - 'te232029 tinstsensordefect', 'te232008 pambientsensordefect'. No health consequences or impact. Patient involvement unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).